Manufacturer narrative:
(B)(4). Combined initial/final report customer has confirmed that the product will not be returned to zimmer biomet for investigation. Associated products: medical product: oxf anat brg rt md size 3 PMA, catalog #: 159575, lot #:533620. Medical product: oxf twin-peg cmntd fem md PMA, catalog #: 161469, lot #: 781190. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 8 complaints reported with the item 154723(including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Product not returned.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure due to tibial sided failure was performed on (B)(6) 2021.